Event description:
Nurse checked jackson-pratt drain at the beginning of the shift (1900) and the suction was intact. At 2330, nurse went to empty the drain and the top of the tubing about 2 inches from where it entered the patient was severed - appeared clearly broken. Nurse pulled the rest of the tubing from the patient and kept both parts. Patient's condition prior to occurrence and after was stable. The jackson pratt was not replaced.